Manufacturer narrative:
In regards to the previously submitted narrative pm stands for preventative maintenance, and he stands for helium. (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) reported that the he transducer offset was higher than the customer had usually seen, but it was within specification. The fse calibrated the he transducer to lower the offset. A complete pm with full calibration, functional testing and safety checks to factory specifications was performed. There were no parts replaced. The iabp was returned for clinical use.

Event description:
The customer reported that during service test the internal transducers would not calibrate. There was no patient involvement, therefore no adverse event was reported.